Manufacturer narrative:
Correction: describe event or problem: it was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. This occurred on 2 occasions but the date/time and or patient information is unknown. There was no report of injury or medical intervention. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. This occurred on 2 occasions but the date/time and or patient information is unknown. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.